Manufacturer narrative:
(B)(4). Batch r94u84. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy with a bilateral salpingectomy the tip of the device broke off. It did not fall into the patient and the piece was found and retrieved. The procedure was completed with an alternate like device with no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the upper jaw detached and not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.